Event description:
The hospital reported that near the end of an endoscopic vein harvesting procedure, it was noticed that a piece of the silicone boot had come off the device inside the pt's leg. The piece was retrieved through the original incision using the hemopro, and the case was completed with the same unit. The surgeon did not have to enlarge the incision to retrieve the piece. There were no other pt effects reported. The lot number is unk. The product was discarded.

Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).